Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 08/05/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness, inflammation, infection, and heat extended beyond the patch perimeter which occurred 4 days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body. The patient was presented to the emergency room on (B)(6) 2024 due to the skin reaction on his arm from the needle puncture area. The patient removed his sensor on (B)(6) 2024 due to discomfort while using the sensor. After 2 days, the area was swollen. He was diagnosed with cellulitis and underwent x-ray. He was treated with IV cefuroxime and "was better now" at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.